Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, increase in thresholds and far field r-wave (ffrw) oversensing. It was also reported that the right ventricular (rv) lead exhibited increasing and high thresholds, loss of capture and dislodgement. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.